Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and screen was blank. The customer's blood glucose was 535 mg/dl. The customer reported that the insulin pump alarmed battery out limit after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected battery power loss and no blank display anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case at reservoir tube window corners.